Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had rising thresholds and rising and high impedance. The lead output was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.